Event description:
The product sample was returned and is currently being evaluated. Based on the initial investigation, it has been determined that this is a reportable event. The made aware is considered to be (B)(4) 2012. The device was inserted into the patient. The physician attempted to insert the needle to puncture the atrial septum and the hub connector became detached. The device was removed from the patient without incident.

Manufacturer narrative:
(B)(4). The actual device was returned and evaluated. Visual examination of the returned device revealed that the hub was disconnected from the shaft. The broken sheath measures 60.8cm in length. There appears to be dried blood inside the extension leg and stopcock. Approximately 3cm of the proximal section is crushed. There are kinks located at 3cm, 5.5cm and 25cm on the sheath distal to the broken end. The broken proximal end of the sheath appears to have been attached at one point with the hub as a section of the sheath seems to be still inside the hub. There is 5mm of the gray strain relief missing. A review of the device history record did not detect any deficiencies in the manufacturing process. The event is confirmed for hub broke off, the exact cause is unknown. The analysis is complete as of today (B)(4) 2012.